Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "tracking did not seem optimal" (failure to align). A laser operator reports that tracking did not seem optimal during refractive surgery. This pt received a lasik procedure to enhance a post-iol implant outcome. Despite the best attempt at choosing a proper tracker contrast value, tracker acquisition looked sub optimal. The operator stated that ring itself looked well centered on the pupil judging by the green target in center of the pupil. The surgeon was able to proceed to ablation and there were no interruptions during the case. The pt has had two post-op visits, the last shows an autorefractor reading of -.75-.50 x 140 with ucva of 20/25. Manifest refraction with bcva was not done. Add'l info has been requested. The safety and effectiveness of this laser system has not been established for pts with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).